Event description:
The complaint states that "wire/needle/cannula damaged or missing" was reported. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-119940 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.